Event description:
It was reported that a product was incorrectly labeled. During treatment of a varicocele (sclero embolization of the left spermatic vein) the surgeon used the supertorque flush catheter 5f fem visc 65cm in order to introduce a coil. The device outer box and inner pouch had a label indicating that there were no side holes. When the coil was introduced, it became blocked in the device. When it was removed, it was noticed that the coil was blocked into a side hole. The device had 2 side holes while the label indicated "no side hole." The procedure was not completed, but there was no report of patient injury.

Manufacturer narrative:
It is anticipated that the device and packaging will be returned for analysis, but the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The router product description for lot 15283619 was compared against fpi and lpi results from inner and outer labels attached on router and no anomalies were found. The labels reconciliation was reviewed and no anomalies were found. The labels graphics and rework section were reviewed and no anomalies were found. A review of bounding lots 15283607, 15283628 and 15283627 manufactured before complaint lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The DHR review confirmed that the rejected units were properly segregated and discarded. A review of bounding lots 15283620, 15283629 and 15283621 manufactured after complaint lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The routers product descriptions on bounding lots were compared against fpi and lpi results from inner and outer labels attached on routers and no anomalies were found. The labels reconciliations were reviewed and no anomalies were found. The labels graphics and rework sections were reviewed and no anomalies were found. No other issues were noted that were considered potentially related to the reported complaint.

Manufacturer narrative:
Corrected information: it was initially reported that the device would be returned for analysis, but the device was not returned. It was reported that the supertorque flush catheter 5f fem visc 65 cm outer box and inner pouch had labels indicating there were no side holes. However, when the device was removed, it was noted that it had 2 side holes. The procedure was treatment of a varicocele (sclero embolization of the left spermatic vein). The supertorque was used to introduce a coil. When the coil was introduced it became blocked in the device. When it was removed, it was noted that the coil was blocked into a side hole. Both outer and inner label indicated no side holes and had the same lot numbers. The procedure was not completed; however, there was no report of patient injury. Neither the supertorque catheter nor packaging has been returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15283619 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The router product description for lot 15283619 was compared against fpi and lpi results from inner and outer labels attached on router and no anomalies were found. The labels reconciliation was reviewed and no anomalies were found. The labels graphics and rework section were reviewed and no anomalies were found. A review of bounding lots 15283607, 15283628, and 15283627 manufactured before complaint lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A review of bounding lots 15283620, 15283629, and 15283621 manufactured after complaint lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The routers product descriptions on bounding lots were compared against fpi and lpi results from inner and outer labels attached on routers and no anomalies were found. The labels reconciliations were reviewed and no anomalies were found. The labels graphics and rework sections were reviewed and no anomalies were found. No other issues were noted that were considered potentially related to the reported complaint. No related issues were found with review of the device history records of the involved lot, the bounding lots and label reconciliations. Without the return of the device and the packaging, the reported event cannot be confirmed. No conclusion can be made; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned for analysis, and the analysis was completed on (B)(6) 2011. It was reported that the supertorque flush catheter 5f fem visc 65 cm outer box and inner pouch had labels indicating there were no side holes. However, when the device was removed, it was noted that it had 2 side holes. The procedure was treatment of a varicocele (sclero embolization of the left spermatic vein). The supertorque was used to introduce a coil. When the coil was introduced it became blocked in the device. When it was removed, it was noted that the coil was blocked into a side hole. Both outer and inner label indicated no side holes and had the same lot numbers. The procedure was not completed; however, there was no report of patient injury. Neither the supertorque catheter nor packaging has been returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15283619 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The router product description for lot 15283619 was compared against fpi and lpi results from inner and outer labels attached on router and no anomalies were found. The labels reconciliation was reviewed and no anomalies were found. The labels graphics and rework section were reviewed and no anomalies were found. A review of bounding lots 15283607, 15283628, and 15283627 manufactured before complaint lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected either during the final assembly of lot 15283607 or during the assembly of lot 15283628. Six units were rejected during the final assembly of lot 15283627. The DHR review confirmed that the rejected units were properly segregated and discarded. A review of bounding lots 15283620, 15283629 and 15283621 manufactured after complaint lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected neither during the final assembly of any of these three lots. The routers product descriptions on bounding lots were compared against fpi and lpi results from inner and outer labels attached on routers and no anomalies were found. The labels reconciliations were reviewed and no anomalies were found. The labels graphics and rework sections were reviewed and no anomalies were found. No other issues were noted that were considered potentially related to the reported complaint. One non sterile diagnostic catheter 5fr super torque and a device packaging label indicating lot #15283619 labeled as having zero side holes were received. The catheter presents with two side holes and a coil that came through one of the side holes. No other anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The root cause of this labeling discrepancy could not be determined. However, it was confirmed that the returned packaging label does not match the returned clinically used device and appears to be related to the manufacturing process. A risk assessment has been initiated to evaluate this issue.